Event description:
Device user (du) reported high arterial pressure one hour into perfusion. It was reported that the flows and pressures were normal up to the one hour mark in the perfusion. The du confirmed that there were no kinks or twists in the tubing. The arterial pressure was externally manipulated by the site to increase the arterial pressure. The du restarted the perfusion. The liver was transplanted with good reperfusion, however it was noted that the arterial flow was low. A doppler was carried out which showed intrahepatic flow which was very dampened with minimal upstroke. Extra-hepatic flow looked ok.

Manufacturer narrative:
The investigation completed concluded a faulty pressure sensor was the cause of the reported issue. The supplier has implemented 100% inspection to ensure proper function of pressure sensors prior to use in production. Any sensor failing inspection will not be utilized.

Event description:
Device user (du) reported high arterial pressure one hour into perfusion. It was reported that the flows and pressures were normal up to the one hour mark in the perfusion. The du confirmed that there were no kinks or twists in the tubing. The arterial pressure was externally manipulated by the site to increase the arterial pressure. The du restarted the perfusion. The liver was transplanted with good reperfusion, however it was noted that the arterial flow was low. A doppler was carried out which showed intrahepatic flow which was very dampened with minimal upstroke. Extra-hepatic flow looked ok.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrective and preventive actions (CAPA) has been initiated. The peliminary findings are that the root cause of the issue seems to be faulty pressure sensors. The faulty sensors cannot equilibrate to atmosphere. A supplier corrective action request (scar) has been initiated to further investigate the root cause of the issue and is currently pending completion. All sensors obeserved to have drifting offset values will be removed from stock and quarantined. One hundred percent inspection of all sensors are performed prior to assembly into the disposable sets. Any sensors failing offset range or drift will be quarantined.